Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that patient had been encountering ins issues over the past two weeks. The patient explained that the stimulation kept turning off. No patients symptoms were reported. No further complications were reported.